Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user was not receiving cgm readings after pairing a new transmitter and had not entered the new transmitter serial number, resulting in continued association with the old transmitter and a pairing configuration error. Symptoms included no cgm data displayed. Outcomes included no alerts or alarms and no impact to blood glucose or need for medical care. Investigation included remote troubleshooting and education, including verification of cgm settings, toggling sensor type, repairing the sensor, and entering the correct transmitter serial number. Investigation of this case revealed user setup error related to incorrect or incomplete pairing for the dexcom g6, which resolved with proper pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.